Event description:
Patient had a pump explanted and replaced in 2003. The pump was returned to the manufacturer for analysis. No other information given as to the reason of the explant. A follow up report will be sent when additional information is available.